Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 03.402.741, offset stem inserter/extractor for radial head prosthesis, lot number 6902414). The subject device was returned and reported to have broken while assembling instrumentation before surgery. This condition is confirmed; the thumb screw is entirely detached from the inserter/extractor. The weld on the thumb screw has been broken allowing the device to reach this state. It is likely that an excessive amount of force was applied to the device leading to this complaint condition. The device was manufactured in 7/2012 and is over three years old. The balance of the returned device is in otherwise good condition without much wear. The subject device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The 03.402.741 offset stem inserter/extractor is an instrument routinely used in the radial head prosthesis system according to the associated technique guide. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history record: part 03.702.741, lot 6902414: released 03july2012. Avalign nemcomed manufactured the offset stem inserter/extractor. The supplier¿s certificate of compliance indicates that the parts were manufactured to and met the required specifications. The parts were inspected and conformed to incoming final inspection sheet. No non-conformance reports were generated for this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a radial head prosthesis procedure on an unknown date, the inserter broke. This instrument broke during the surgery after the implant was inserted. The tip of the inserter is the part that broke off. The surgeon pulled the connecting screw off the shaft with pliers instead of twisting it. He had no problems unscrewing the connecting screw with his hand while using the trail stem. It did not extend operating time or affect patient outcome. There were no problems with the case outside of the inserter/extractor connecting screw breaking. The event occurred at the back table during surgery. This is report 1 of 1 for (B)(4).